Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address elevated ions, cup migration, and a radiolucent line around the cup. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation papers allege the patient suffers from pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/5/2014 - upon review of the ppd received on 11/26/2012, it has been determined that only the part number information was provided for this complaint. Lot numbers remain unknown. No invoice with identifying information could be located. Doi has been updated per medical records. There is no new additional information that would affect the investigation. This complaint was updated on: 06/05/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.